Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The caller mentioned having issues with and since the event she has been on manual injections. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime and the insulin did exit. The time and date were incorrect. Assisted the caller to correct them. Reviewed the alarm history and found several low reservoir alarms. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.